Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the settings on the device would change ¿randomly.¿ it was stated that the only thing the doctor could think of that may be changing the settings is a possible magnetic field at the bank the patient works at. The device was removed after being implanted for two years and replaced with a non-adjustable valve. Additional information was received from a health care provider (hcp) via a manufacturer representative (rep). It was reported that the exact implant date of the product was unknown; however, it was noted that the patient was implanted "a couple of years ago". No symptoms were reported.

Manufacturer narrative:
The returned valve was patent. All performance levels could be set with a single attempt, and the valve did not spontaneously change levels during the course of analysis. Therefore, the conditions of this complaint could not be verified by laboratory personnel. It met the requirements for siphon, and pre-implantation testing. The valve did not meet the requirements for reflux and pressure-flow testing. There was proteinaceous debris observed within the interior and exterior of the valve. Debris within the valve may hold pressure-flow controlling mechanisms open resulting in fluid reflux and affecting the flow of fluid through the valve. Instructions for use (IFU) that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris.¿ all valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.